Event description:
It was reported that after 13 days in use, the catheter presented disconnected from hub.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.